Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The expected infusion time was 46 hours; however, actual infusion time was 73 hours 9 minutes, with a significant amount of drug was remaining. The device was filled with fluorouracil 3576mg in 115ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.